Manufacturer narrative:
This report is submitted on july 06, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced poor performance with device use, resulting in the decision to explant the device on (B)(6) 2018. The patient was reimplanted with another device during the same surgery.